Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022, the 1.3 / 1.5 t4 self-holding screwdriver part broke off when tightening the screw. There was no surgical delay, and the procedure was completed successfully. No further information is available. This report involves one stardrive screwdriver shaft t4/42mm/self-retaining. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part#: 03.114.002, lot#: h701929, manufacturing site: werk selzach, supplier: synthes USA hq, inc, release to warehouse date: 06 nov 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Although, the complaint reports there is no product issue, visual analysis of the returned sample revealed that scrdriver shaft 1.5 t4 short self-holdin was twisted and worn from the tip. The observed condition was consistent as an end-of-life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was twisted and worn from the tip from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed twisted and worn from the tip of scrdriver shaft 1.5 t4 short self-holdin would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.